Event description:
Customer's mother reported that the battery cap could not be removed from the insulin pump. She stated that when the battery was changed, the top of the battery cap came off but the other part was still in. The blood glucose reading was 407 mg/dl. Customer's mother declined troubleshooting for the high blood glucose and customer was treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.